Event description:
Order received on 11/2006 to set up a jet ventilator. Jet ventilator settings were initiated per physician order at rate of 420, jet pip23 cm h2o for the jet ventilator. Bird vip ventilator initiated per physician order at rate 5, pip 21/6, I time 0.5, flow 7l/min at 1450. Ready light observed. Respiratory therapy was called back to patient's bedside at 1501. Jet ventilator was running, then "cannot meet pip" alarm sounded. Infant's vital signs were within normal limits. Jet ventilator stopped running. All connections were checked for problems. No connection problems were identified. Pressure released with a loud sound. O2 sats dropped. Infant was taken off the jet ventilator and ventilated via ambu bag with 100% o2. Stat chest x-ray was ordered by nurse practitioner at bedside. Chest x-ray revealed bilateral pneumothoraces. Bilateral thoracenteses were performed. Follow-up x-ray on the left side still showed pneumothorax. A chest tube was placed on the left side. Follow-up x-ray on 11/7/06 revealed resolved left sided pneumothorax.